Event description:
It was reported that sensing had decreased in (B)(6) 2012, corresponding to the date when the patient had a heart attack. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.